Manufacturer narrative:
(B)(4). Batch # 689a56. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the bariatric sleeve procedure, at the first firing attempt, it was very difficult. The staple had gore buttressing and it was much more default for the jaws of the stapler to fit down the trocar. Then when the surgeon began to fire, the tissue did not seem that thick but the stapler seem to really struggle to fire. So after the first firing, the staples were good. They had good deformation there was no malformed staples however when they inspected the jaws after the firing, they noticed that the anvil was bent at the distal tip. So they opened a like device to complete the procure and found that when they opened up the new stapler, it was easer to fit down the trocar and they noticed that the gap was not as large as the first stapler. The procedure completed was completed with no patient harm.